Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Discarded.

Event description:
It was reported that when box of bone cement was opened, the package of powder was leaking. There was no patient involvement and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Corrective action has been initiated for the reported issue.